Event description:
It was reported that during centrifugation of bd vacutainer® sst¿ blood collection tubes multiple tubes broke. The following information was provided by the initial reporter: it was reported that multiple gold top tubes that broke during centrifugation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during centrifugation of bd vacutainer® sst¿ blood collection tubes multiple tubes broke. The following information was provided by the initial reporter: it was reported that multiple gold top tubes that broke during centrifugation.

Event description:
It was reported that during centrifugation of bd vacutainer® sst¿ blood collection tubes multiple tubes broke. The following information was provided by the initial reporter: it was reported that multiple gold top tubes that broke during centrifugation.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue relating to cracked tube was not observed. An additional ten (10) retention samples from bd inventory were evaluated by functional testing and the issue relating to breakage during centrifugation was not observed. The batch history review for batch 1244655 was satisfactory at time of release per internal procedures. During manufacturing/ inspection, cracked tube defects were observed. A quality notification was generated and the product was placed on hold. The root cause of the crack was determined to be a valve gate not closing properly. H3 other text : see h.10.